Manufacturer narrative:
Returned to manufacturer on correction : imdrf annex c grid, device available for eval? , device return to manuf .? , device eval by manufacturer?, if other specify. , initial reporter occupation.

Event description:
It was reported that device had a broken rear case/front door which had physical damage to the bottom and needs to be sent for repair. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that device had a broken rear case/front door which had physical damage to the bottom and needs to be sent for repair. There was no patient involvement.